Event description:
Based on additional information received on (B)(6) 2017, this case initially considered as non-serious was upgraded to serious as an important medical event of device malfunction was added. This case was cross referenced with case: (B)(4) (cluster). This unsolicited case from united states was received on (B)(6) 2017 from other health care professional. This case concerns (B)(6) year old male patient who received treatment with synvisc one and later after unknown latency patient had pain, swelling, and warmth of the left knee. Also device malfunction was identified for the reported lot number. No medical history, past drugs, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection, at a dose of 6 ml once (batch/lot number: 7rsl021, expiry date: 31- may-2020) for osteoarthritis knee pain in the left knee. On an unknown date in (B)(6) 2017, after unknown latency, patient later went to the emergency room complaining of pain, swelling, and warmth of the left knee. The patient orthopedic practice followed up with the patient on (B)(6) 2017, and the patient said left knee swelling was better, but he was still having some pain in the left knee. Corrective treatment: not reported for pain of the right knee, swelling of the right knee and warmth of the right knee. Outcome: recovering for swelling of the right knee and device malfunction; unknown for rest. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events. Received from the us market for synvisc one lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction. Additional information was received on (B)(6) 2017. The case was upgraded to serious. Additional event of device malfunction was added along with details. Global ptc number and results were added. Clinical course was updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated (B)(6) 2017: this case concerns a patient who received treatment with synvisc one and later experienced right knee pain , right knee swelling and joint warmth. A temporal relationship can be established with the product administration. Also, the concerned lot number has been identified to have malfunction by the company. Thus, the causal relationship of the events to the products cannot be excluded.